Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-03-28. The failure could not be reproduced, as the venous bubble sensor was already replaced by the customer. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. On 2023-05-25 the information was received that the affected venous bubble sensor was located and there was no visible damage or contamination according to the customer. There was no impact to the pump. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the device would alarm "venous bubble sensor is defective". The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-28. The customer replaced the defective venous bubble sensor with another venous bubble sensor. This corrected the failure and the error message was no longer shown. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous bubble sensor is defective" could be confirmed on the date of event. According to the fst, no visible damage or residual dirt was found on the sensor. Another venous bubble sensor with a similar failure was already investigated by the supplier sonotec: following possible root causes were determined: damaged wiring inside the cable due to mechanical tension; damage due to overvoltage or esd (electrostatic discharge). The review of the non-conformities has been performed on 2023-04-06 for the period of 2015-10-16 to 2023-03-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-16. According to the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Based on the results the reported failure "error message: venous bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the unit was alarming ¿venous bubble sensor defective¿. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).